Event description:
A caller reported experiencing a cartridge alarm 30. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller was able to successfully load the cartridge and resume insulin therapy, resolving the issue.